Manufacturer narrative:
The reported event is confirmed supplier related. Visual evaluation noted the sample was evaluated in the bio testing lab, first performing a visual inspection of the device identifying an irregular surface with the balloon deflated. Functional evaluation noted upon completion of the visual inspection, a functional testing was performed introducing a 0.038" guidewire through the wire hub; the guidewire was introduced in the inner lumen without resistance. Then the balloon catheter was filled with distilled water using an inflation device. The balloon was inflated and then it was pressurized to 10 atm and then was pressurized to rbp (30 atm) without shown leaks. Visual evaluation 2 noted a second visual inspection was performed when balloon was inflated, and it was detected that there was a pebax film edges were not properly adhered to the balloon. Even when there are some edges of the pebax not adhere properly, the pebax film is secured settled to the balloon and can not detach. Although an exact root cause could not determined a potential root cause could be improper fiber orientation. A DHR review did not show any problems or conditions that would have contributed to the reported event. The labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the ureteral dilation balloon was damaged.

Event description:
It was reported that the ureteral dilation balloon was damaged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.